Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product code hwc. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis device is an instrument and is not implanted/explanted. An evaluation was performed. Per as received condition, investigations have shown that the connection (welding joint) between the gripping head of the handle and the shaft is broken. There are severe traces of impact on the head as well as at the front side of the handle. Due to the heavy hammering marks it appears that the instrument was subjected to excessive use and hence resulting in rupture of the welding between the stroke cap and the shaft. The current technical guide recommends insertion of the proximal femoral nail antirotation blade to the stop by applying gentle blows with the hammer. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2014 during the procedure, the handle of the proximal femoral nail antirotation blade fell apart during the procedure. Surgery was successfully completed with no delay and no reported patient harm. This is report 1 of 1 for complaint (B)(4).